Event description:
Medtronic received information, regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported, that when an attempt was made to use the navigation system, the magnetic field did not occur. Equipment was normal green line, but the status of the emitter details was red in both the box and emitter. Box was green, when the emitter was removed. Box status was always 7.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 660651, serial/lot#: unknown, system: 9660651, axiem portable. H3: no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.